Manufacturer narrative:
A steris service technician inspected the system 1e and observed water to be leaking from the threaded brass pipe that connects the a sump to the b sump. The technician stated that the pipe was corroded and there was a pinhole leak in one of the threads. The technician replaced the pipe, ran test cycles and returned the processor to service.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury.